Event description:
It was reported that this chronic lv-1 left ventricular (lv) lead was implanted with a cardiac resynchronization therapy defibrillator (crt-d) with an is-1 header. It was unknown if a lead adapter was used. It was noted that the lv lead exhibited increased threshold measurements and intermittent capture at maximum outputs. Additionally, the lv lead exhibited a gradual increase in pacing impedance measurements from the 900 ohms range to the 1,300 ohms range since the since of 2023. Technical services (ts) discussed potential troubleshooting options and discussed the potential of calcification on the lead tip impacting pacing impedance measurements. The lead will be reviewed at the time of routine device replacement on an unknown future date. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.